Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for day 2 of 2. See MDR #1061932-2011-00980 for day 1 of 2. On (B)(4) 2009, a field svc engineer visited the site and evaluated the instrument. He replaced the power supply compressor, the diluter 2 card and the probe wipe assembly. The probe lead was distorted and a new blood sampling valve was ordered. It was noted that wbc or nrbc counting errors would not likely be affected by servicing of these instrument parts. Instrument operation was verified and found to be useable but only in automatic mode at this time. An analysis of the test data for this sample showed minor interference material (3%) which was not significant enough to trigger a wbc count correction. Although a significant value of nrbc% (78.9%) was reported from the diff module, this value was not used for wbc correction by the software algorithm of the instrument because the wbc histogram did not show a pattern with significant nrbc%. For neonatal blood, due to the larger size of the nrbcs in the wbc histogram, they tend to merge together with lymphocytes as one population. The root cause was unk although appeared to be sample related, i.e. Sample from a newborn.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneous wbc (white blood cell) and nrbc (nucleated red blood cell) test results on a sample from one pt, a newborn infant. The test results were accompanied by several instrument-generated messages. The erroneous test results were reported outside the lab. A manual scan of the specimen revealed a higher number of nrbcs and a lower wbc count than those generated by the lh750 analyzer. The customer believed the manual observations to be correct. A corrected report was subsequently issued. It was discovered that the pt received an antibiotic; however, it is unk if treatment with the antibiotic was a consequence of release of the original erroneous instrument results on the previous day ((B)(6) 2009). There were no other reported serious medical events or changes to pt treatment associated with this incident.